Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 176 mg/dl. Customer declined to provide backup method of insulin therapy.

Manufacturer narrative:
Device not returned.